Event description:
It was reported that the bd syringe 5ml ll w/blunt plastic cannula broke off in vial.the following information was provided by the initial reporter: this is a picture of the product that we have seen the tip brake off of several times in vials of medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Please note that bd syringes with blunt plastic cannula are specifically designed for use with preslit injection sites. They are not compatible with other injection sites. Since the photos received did not indicate proper usage of the product a potential root cause could not be defined and corrective actions are not necessary. Furthermore, a device history record review was completed for provided lot number 2054022. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 5ml ll w/blunt plastic cannula broke off in vial. The following information was provided by the initial reporter: this is a picture of the product that we have seen the tip brake off of several times in vials of medication.